Manufacturer narrative:
Corrected data: additional MFR narrative: initially stated that a determination for further investigation had been initiated. It was then determined that further investigation was not required since the risk analysis of this device and failure mode was found to be acceptable. With that discovery the risk analysis was reassessed and the following new information was then available and needs to be updated: previously stated: (B)(4). Which is now: (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The alleged broken stk193-137-90 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing document from the device history record could not be reviewed since the lot number of the device was not known. Also, the lot history of the device could not be reviewed. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use of a possible handpiece, the user is advised the following: precautions: prior to each use, perform the following: ensure all accessories are correctly and completed attached. Perform the required preoperative function tests for the equipment and accessories always inspect for bent, dull or damaged blades or burs before each use. Avoid contact of blades and burs with cutting blocks, retractors and other instrumentation. Damage to blade, bur or instrumentation may occur. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the stk193-137-90, stryker oscillating saw blade replacement 19/13mm x 1.37mm (0.054 inch) x 90mm, qty 5, device lost a "cutting edge" during an osteotomy procedure on (B)(6) 2019. This was discovered through x-ray after the completion of the procedure when an implant was being reviewed for fixation. The patient was reopened, and the fragment was removed. This report is being raised on the basis of injury due to the necessity to reopen the patient after surgical site closure.